Event description:
It was reported that the customer was having difficulty uploading information from her insulin pump. Her blood glucose was unknown at the time of reporting. During troubleshooting, an alarm in the insulin pump's history was discovered that was stopping the upload. The customer was scheduled to receive a new pump and was advised to try the upload once new device arrived. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.